Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 16 mmol/l. Customer's mother stated that her son was having a blank display. The pump was not bumped, dropped, or exposed to moisture. Customer was using a aaa (B)(6) battery. Customer stated that there was no damage on the battery cap and there was no corrosion on the inside. Customer was advised to put a new aaa (B)(6) battery. Customer stated that the display came back. Customer was advised to monitor the pump and will be shipped a battery cap. No additional information provided.